Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2012 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event (death) for the same pt involving two separate products; associated mdrs #1225714-2014-01607 and 1225714-2014-01608.